Manufacturer narrative:
Investigation of this report is currently in progress. The sample associated to this report is expected to be returned for evaluation.

Event description:
On 10/12/2006, nellcor received a report of a "cuff leak" on the device while in use on a pt. The caller reported this is the fifth occurrence on a previous report. Please refer to 2936999-2006-00824. Replacement of the tube was required.